Event description:
A bipap a40 ventilator was reported to have an error code e-47 found during evaluation indicating the central processing unit cannot communicate with the pressure sensor using serial peripheral interface (spi) bus. There was no patient involvement and no harm or injury reported. Replacement of the device printed circuit board assembly is required to resolve the communication failure issue. There were no foam particles noted inside the device . No repairs will be completed because the device will be scrapped per customer request. Additional findings not related to the malfunction/issue: rubber feet are missing from the device; the accessory port cover is missing from the device. The device will be included in the fsn 2023-cc-src-039.